Manufacturer narrative:
(B)(4). A sample was received for evaluation by baxter product analysis laboratory. Visual and functional tests were performed with no issues noted. The analysis was unable to duplicate the leak during testing. Should additional information become available, a follow-up will be submitted. (B)(4).

Event description:
This is report 1 of 2. This is a report of a leak in the junction between the uv flash transfer sets and the locking titanium adapter that occurred while the patient was performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Leak testing, clear passage testing, and clamp function testing were performed with no issues. The device was hand tightened to a lab titanium adapter with no difficulty noted. Under-water pressure testing and dimensional inspection found the device to be within specifications. Should additional relevant information become available, a supplemental report will be submitted.